Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor reading and blood glucose readings. The customer states the device has gone into threshold suspend. The customer states their blood glucose level was reading 116mg/dl, and their sensor reading was 60mg/dl. The sensor and blood glucose readings were not within the acceptable range. Troubleshoot was conducted and the customer is being sent out a replacement sensor, and returning their current sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the insertion needle was not returned therefore unable to confirm blood a side complaint.